Event description:
On 2025-jul-07: information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was the caller stated that the ins was no longer operable. The caller stated that the patient's programmer worked but it was unable to connect to the ins, and the patient was unable to turn the ins off/on. The caller stated that the patient was awaiting ins replacement. The caller was not with the patient. Technical services (tss) reviewed 9 year longevity of ins and that it is likely overdischarged. Tss reviewed use of eligibility form for MRI and guideline verbiage around a depleted device. Tss also reviewed that since the ins may be overdischarged, patient could work with hcp and/or mdt rep to get ins up and running and access MRI mode as recommended. On 2025-jul-08: it was also reported via email that the stimulator model has malfunctioned and no longer turned on via the programmer. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.